Manufacturer narrative:
H-6 conclusion: no conclusion can be drawn at this time.

Event description:
International customer reported that a patient presented with a fistula and redness at the surgical site two to three days following surgery. The site was cleansed with trivanol and the suture removed.